Event description:
It stopped working properly and she spat out a small stainless steel pin...appears to have come out of the head. The head wouldn't spin / felt the part in my mouth - oral-b [device breakage] . Case narrative: husband of 78 year old female consumer reported that his wife was cleaning her teeth when the oral-b toothbrush stopped working and she spat out a small stainless steel pin that appeared to have come out of the oral-b toothbrush head which did not spin afterwards. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.